Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 100 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump was received with a corroded battery tube, minor scratches on the display window, a cracked case at the reservoir tube window corners, cracked battery tube threads and a cracked reservoir tube lip.